Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/27/2017 with the following findings: review of the pump history revealed the last basal delivery was recorded on (B)(6) 2017 at 10:23am. On investigation, the pump powered on and ez-prime steps were successfully completed. The pump was exercised for 24 hours without any issues occurring. The pump did not have error, alarm or warning during the investigation. Investigation did not duplicate the complaint of ¿pump stopped working.¿

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas corporation alleging that the ¿pump stopped.¿ there was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of pump malfunction.